Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, abdominal pain, upset stomach, and chills. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning one day after onset, the patient was treated with ciprofloxacin orally, prescribed for two weeks (dosage and frequency not reported) and an unspecified intraperitoneal medication (medication, dosage, frequency, and duration not reported) for the peritonitis event. One day after onset, dianeal 2.5% therapy was discontinued, but dianeal 1.5% and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.